Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated causing inadequate pain relief. The patient underwent a lead replacement procedure and was well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7083925.